Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge patient line was broken open resulting in insulin leaking. Customer experienced an elevated blood glucose (bg) level and moderate levels of ketones. Manual injections were used to correct bg. A cartridge change was performed to address the issue.